Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the condition. Gravity testing was performed and it revealed that liquid flows correctly through the tubing. The device was inserted into a colleague pump machine to be functionally tested and no defects were observed. The device functioned according to the desired product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from its tubing. This occurred during infusion of nutrition solution being administered to a baby. There was no report of patient injury or medical intervention associated with this event. No additional information is available.